Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficulty deploying the clip could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: medical device problem code 3270 was removed and code 2577 (difficult or delayed activation) was added.

Event description:
N/a.

Event description:
This is filed to report difficulty deploying the clip. It was reported a mitraclip procedure was performed to treat grade 4 degenerative mitral regurgitation (mr). The clip was prepared, inserted, and grasped the leaflets successfully. When attempting to deploy the clip, the actuator knob was pulled, pulled the gripper lever, pulled the dc handle, but the clip would not detach from clip delivery system (cds). It seemed that the l-shaped lock at the tip of the dc shaft was interfering with the clip, so the stabilizer was pushed and pulled to make it coaxial, and turned the dc handle like when adjusting the perpendicular position to remove it. The clip was then able to be deployed. The procedure was completed successfully reducing the mr to grade 1. There were no patient consequences. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.